Event description:
Dealer states pilot valve is leaking. Per independent repair center statement, the unit was alarming or red light. The key failure was the pilot valve leaking. The repair statement also indicated that the o-ring in the manifold was defective, the homefill port on the box was leaking, the ty wraps on the sieve bed was defective and the hose clamps on the sieve bed was leaking.